Event description:
It was reported during a routine inspection performed by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) displayed maintenance required code # 3. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected: e2, e3, updated: b4, d8, g3, g6, h2, h11.

Manufacturer narrative:
A getinge field service engineer (fse) checked the unit and confirmed there was no problem found. Fse have checked and found that the unit was working satisfactorily. Fse completed all the required functional tests and calibration tests required. All tests were passed. Unit is working satisfactorily. Unit was handed over to the customer in good working condition.